Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards lifesciences (B)(6) affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, after the commander delivery system exited the esheath during insertion, it was noticed that the delivery system was bent and a lot of tension was in the system. The team was able to advance the system forward and valve alignment was attempted, however, they were not able to pull the balloon shaft back. As valve alignment was not possible, the team decided to remove the system as a unit with force using clamps. A new system was prepared and the valve was successfully implanted. The puncture site was closed surgically and a pacemaker needed to be implanted. Per report, the perceived root cause of the event was due to the early removal of the loader.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards lifesciences (B)(6) affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, after the commander delivery system exited the esheath during insertion, it was noticed that the delivery system was bent and a lot of tension was in the system. The team was able to advance the system forward and valve alignment was attempted, however, they were not able to pull the balloon shaft back. As valve alignment was not possible, the team decided to remove the system as a unit with force using clamps. A new system was prepared and the valve was successfully implanted. The puncture site was closed surgically and a pacemaker needed to be implanted. Per report, the perceived root cause of the event was due to the early removal of the loader.

Manufacturer narrative:
Correction to h6 based on additional information received. The device was returned to edwards lifesciences for evaluation. The returned devices were visually inspected, and the following was observed: inflation balloon returned unpleated, flex tip gouges present, and the distal tip of the esheath was split with scratches present on shaft, indicative of withdrawal difficulties. During functional testing, the valve was deployed from the inflation balloon with no leakage observed. After valve deployment, the balloon shaft was able to be pull to the warning marker, lock, and use full fine adjustment. Slight resistance was felt when pulling balloon shaft over kink on proximal balloon shaft. Due to the nature of the device, no applicable dimensional testing was able to be performed at this time. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The following instructions were reviewed: IFU for commander delivery system, device preparation manual, and device procedural manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for gross valve alignment difficulty and difficulty to withdraw the system with the valve through the esheath were confirmed based on evaluation of the returned device. However, no manufacturing non-conformances were identified during engineering evaluation. Per the complaint description, 'after the commander delivery system exited the esheath, it was seen that the commander delivery system was bent and a lot of tension was in the system. It was possible to push the system forward and it was attempted to perform valve alignment, but it was not possible to pull the balloon shaft back. Valve alignment was not possible'. Per the field clinical specialist, 'I saw the bent as soon as the commander was visible on the screen and that was after the system left the tip of the esheath'. Device evaluation revealed that the delivery system was received partially flexed. It is possible that the delivery system was flexed during thv alignment or excessively manipulated during advancement. If valve alignment is not performed in a straight configuration, it can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and 'dive' into the flex tip, as evidenced by gouges on flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher than normal alignment forces creating high tension in the system which can consequentially lead to the reported alignment difficulties. Device evaluation additionally revealed a kink on the proximal balloon shaft. Per the IFU and training manual, pull 'the balloon catheter straight back until part of the warning marker is visible' and 'do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure'. It is possible that device was manipulated during the procedure and was not pulled straight back, resulting in further gross alignment difficulties. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that procedural factors (user error, high alignment forces) may have contributed to the reported event. As reported, 'therefore, the commander delivery system with valve were removed together with the esheath with force using clamps'. Device evaluation revealed that the delivery system was received partially flexed. Per the training manual regarding thv retrieval through sheath, 'verify the flex catheter is completely unflexed'. If the delivery system is not completely unflexed, it may lead to a non-coaxial configuration where the thv may catch onto the distal tip of the sheath and increase resistance, as suggested by the distal tip split on sheath. It is possible that during thv retrieval through the sheath, the delivery system was not completely unflexed, resulting in the reported withdrawal difficulties. A definitive root cause was unable to be determined. However, available information suggests that procedural factors (non-coaxial removal of delivery system, improper withdrawal techniques) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.